Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system, with sensor-reported glucose around 206 mg/dl at breakfast and 395 mg/dl at lunch, during a period of significant stress related to property flooding, and with no alarms indicating insulin delivery issues. Symptoms included high blood glucose. Outcomes included return to glucose values within target range later the same day without hospitalization. Investigation included review of device-reported data and alarm history and provision of user education on meal timing and announcing meals at elevated glucose. Investigation of this case revealed no evidence of device malfunction or delivery fault and suggested that eating and announcing meals during marked hyperglycemia combined with stress contributed to sustained high glucose. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory user and physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.